Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" and "service required" codes were observed in the ventilator's downloaded error log. The device's system board, sensor board and outlet flow path thermistor were replaced to address the issues.